Manufacturer narrative:
Journal article details; title: impact of stent graft design on external iliac artery limb occlusion rates after endovascular aneurysm repair: post-hoc analysis of a japanese multicentre database author: tsunehiro shintani, hideaki obara, kentaro matsubara, keita hayashi, masanori hayashi, shigeshi ono, tatsuya shimogawara, shintaro shibutani, susumu watada, yasuhito sekimoto, norio uchida, atsunori asami, taku fujii, hirohisa harada, naoki fujimura, yasunori sato, yuko kitagawa eur j vasc endovasc surg doi: https://doi.org/10.1016/j.ejvs.2019.03.025. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft limb was implanted in a patient for endovascular aortic aneurysm repair. A type ib endoleak was noted during the index procedure, which was treated with the implantation of a non-medtronic stent graft. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.